Event description:
Cosumer reporting being uncomfortable with the readings from her logic meter. Getting erratic results. Analysis run on clark error grid using mean avg. Readings (200) as reference point vs bd readings (353, 47) yielded some data points in the e/c range of the grid, outside de acceptable limits.